Manufacturer narrative:
(B)(4).

Event description:
The symptoms were not mentioned. Customer was off the insulin pump less than 48 hours prior to hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that they were hospitalized due to low blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 45 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with food and glucose tablets. The customer was wearing the insulin pump during the hospitalization. Customer's dad declined to troubleshoot for low blood glucose value. The insulin pump will be returned for analysis.